Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide wire fracture and vessel perforation occurred. A rotablator rotational atherectomy system and 330cm rotawire were advanced to the target lesion. However, the rotawire could not cross the lesion. Then it was noted that the wire was separated and a vessel perforation was observed. The procedure was completed by inserting a pcps and the bleeding was stopped using a balloon catheter. No further patient complications were reported and the patient was discharged at a later date.